Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to r and p-wave double counting on the right ventricular (rv) lead. X-ray revealed that the rv lead had dislodged and pulled back into rv outflow tract. The rv was found to have no capture and diminished r-wave sensing. The rv lead was revised and repositioned remaining in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.